Event description:
It was reported that an ilet user attempted a supply change and tried to deploy an infusion set without the applicator, which would have led to improper insertion and insulin delivery issues. Customer care provided step-by-step education on rewinding, tubing fill, applicator loading, site insertion, and correct connector attachment. No reported symptoms. Outcomes included successful infusion set insertion, tubing priming, cannula fill after switching the setting from steel to teflon, and resumption of insulin delivery without alerts or alarms. Investigation included guided troubleshooting and user education with reference video support. Investigation of this case revealed user use error related to infusion set deployment technique, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was improper use and insufficient user training.